Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. The potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen/incorrect syringe used. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water"

Event description:
It was reported that the balloon was difficult to inflate and deflate. Reportedly, on october 25, 2018, the user attempted to inflate balloon with 100cc ns, but the balloon would not inflate. The user removed 8cc at the catheter hub and attempted to remove the remaining ns, but 2cc remained in the catheter balloon. The user cut the catheter to release the remaining ns, and the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon was difficult to inflate and deflate. Reportedly, on (B)(6) 2018, the user attempted to inflate balloon with 100cc ns, but the balloon would not inflate. The user removed 8cc at the catheter hub and attempted to remove the remaining ns, but 2cc remained in the catheter balloon. The user cut the catheter to release the remaining ns, and the catheter was removed.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. The sample was evaluated and found that the balloon was damaged and no pinch or blockage was observed. No conditions were found on the sample that could be associated with reported event. Due to the sample condition of the returned sample, a complete evaluation could not be performed. A potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen/incorrect syringe used. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Corrections: d4, d10, h3, h4, h6. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. (B)(4).

Event description:
It was reported that the balloon was difficult to inflate and deflate. Reportedly, on october 25, 2018, the user attempted to inflate balloon with 100cc ns, but the balloon would not inflate. The user removed 8cc at the catheter hub and attempted to remove the remaining ns, but 2cc remained in the catheter balloon. The user cut the catheter to release the remaining ns, and the catheter was removed.